Manufacturer narrative:
(B)(4). The stent remains in the pt. A follow-up will be submitted with all relevant info.

Event description:
It was reported via a trial that the pt experienced ischemia, angina, and a positive functional stress test approx 2.5 yrs after the implantation of one xience v stent in the predilated, left proximal circumflex artery requiring revascularization with an additional xience stent. There was no adverse pt sequela. There was no additional info provided.